Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the mc pcba and the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Based on new information received, the patient was transferred to another ventilator at the time of the reported event; however, there was no delay to therapy or patient harm.

Manufacturer narrative:
The mc pcba and dc pcba were returned to failure investigation for analysis. Visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The reported issue was not confirmed. The motor controller (mc) pcba was tested, and no failures were identified. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The reported issue was not confirmed. The da pcba was tested, and no failures were identified.

Event description:
The customer reported the unit has a pressure regulation high alarm error. The customer contacted product support and the biomed reported being unable to find the code in the history, but respiratory claims it happened while on a patient. The customer mentioned that the pressure and flows readings were in specifications. The biomed wanted an onsite service, and requested it to be faster than last time. Call customer soon to schedule. Recommended parts: data acquisition pcba and motor controller pcba. The customer reported that the unit was in use on a patient, but there was no patient harm reported.